Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported there was a problem with the ball of the plate fixing pins is too small and it passed inside the plate hole, not performing its function of fixing it. The surgery was completed successfully with no patient complications.

Manufacturer narrative:
The complaint could not be confirmed, indeed the product was returned for evaluation, but it does not matches the alleged failure. The device inspection revealed the following: visual inspection: the visual inspection of the product received shows that it is in good condition, furthermore no damage to the ball/drop shape (diameter 0.157) can be confirmed. Dimensional inspection: based on the measurements we found out that the send back part is not the article reported (article 58820006 and lot 2118650), as the measurements result do not fit the drawing. The returned article is dc4212 which belongs to the darco and not to ortholoc 3di brand/system. All measurements tested are within accuracy to the latest drawing to the latest drawing of the article dc4212. R&d reviewed the received information and noted: after investigating it appears that the part in question is not the 58820006 ortholoc temp fixation pin 1.1mm small, but actually the dc4212 darco temp fixation pin 1.1. These two systems are not compatible. Furthermore, the ball/drop shape of article dc4212 is smaller than that of the reported article (58820006), so the error could occur if the 2 brands/systems are mixed and get used with a plate from ortholoc 3di. Stryker italy reviewed the received information and noted: unfortunately, stryker sent the wrong wires at the hospital. Nc number got launched. Inspection of the received information/evidences are done or will be done, in the proceedings of the nc. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Based on investigation, the root cause was attributed to a distribution error. If more information is provided, the case will be reassessed.

Event description:
It was reported there was a problem with the ball of the plate fixing pins is too small and it passed inside the plate hole, not performing its function of fixing it. The surgery was completed successfully with no patient complications.